Event description:
The customer reported that a fetal heart rate monitor inconsistently recorded a trace on the paper strip.

Manufacturer narrative:
The customer reported that a fetal heart rate monitor inconsistently recorded a trace on the paper strip. Note that variable decelerations should be evaluated as a possible indicator of fetal distress. The data available suggests that the nurse did not use the information presented by this monitor. Philips is in the process of obtaining additional information regarding this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.